Event description:
A report was received that the patient experienced inadequate pain coverage and underwent an ipg replacement procedure.

Manufacturer narrative:
The explanted device was not returned to bsn. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient experienced inadequate pain coverage and underwent an ipg replacement procedure.